Event description:
It was reported by service report that the bed lift was drifting and the power cord was damaged. No patient involvement or adverse consequences reported.

Manufacturer narrative:
Lift drive motor.